Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 a patient under a chronic catheter placement procedure for an unknown medical condition using broviac cv catheter, single-lumen, 4.2f. During the procedure the catheter was fractured. No patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one s/l repair catheter in two segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Complete circumferential break was noted on the distal end of the catheter and catheter segment within the catheter hub. The edges of break on the distal end of the catheter and catheter segment within the catheter hub were noted to be uneven. The surfaces appeared to be granular. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient under a chronic catheter placement procedure for an unknown medical condition used the broviac cv catheter, single-lumen, 4.2f. During the procedure, the catheter was fractured. There were no reported patient injuries.